Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubies in drawer 5 popping out it was allowed to pop back in, but the cubies then do not recognize the medication inside during removal or refill. When the cubie pops out it is allowed to pop back in but the cubies then do not recognize the medication inside. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 1 similar complaint with the same failure mode for this serial number. ¿ case: (B)(4) ¿ medstation 4000: failed cubie can t recover at 9transplts. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies in drawer 5 were automatically ejecting. A field service engineer reset the cable at the back on the controller card, reset the connections on all of the roberge, and found a long strip of metal that was probably causing the problem. The system functioned as intended after the field service engineer troubleshot the device.